Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the insulin pump has not given any no delivery or low reservoir alarms. The mother wanted a full refund, and did not want to troubleshoot. Advised the mother that the info would be forwarded to the proper dept. Nothing further was reported.